Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v363145, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# nj(B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect, the lead was not working and the other three were very weak. This started about six months ago and there was minimal symptom return. When the patient went out to dinner she had to go to the bathroom four times and she had to quit tap dance because she had to go to the bathroom so often. If the patient turned stimulation up, she would lose control of her bowels, and if she had it too low she would get a ¿hot seat¿ and ¿electrical charge.¿ the patient only had two settings and the nurse said that there should be four and it was time to get a new one. It was reported that there was also a problem with the patient programmer, the light was not working, and she was not able to connect with the implantable neurostimulator. The patient couldn¿t make an adjustment either with or without the antenna attached. The patient planned to consult with her healthcare professional about programmer replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.